Event description:
Reporting issue: malfunction. Reporting rationale; stent dislodgement has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the device was opened up, the stent was not on the balloon. The stent was unable to be located and the device was not used. No pt injury was reported. No add'l event or pt info is avail. This report is being filed based on the returned device analysis which revealed that crimp marks were visible on the stent delivery system (sds) balloon. Therefore, the stent was present and crimped on the balloon and dislodged.

Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the reported stent dislodgement. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible on the outer member. The stent implant was not returned. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There were no kinks noted to the sds. Product performance engineering reviewed the incident info and results of the returned device analysis. It was reported the stent implant of a 4.0 x 15 mm rx vision stent delivery system (sds) was missing from the balloon when the device was opened. Reportedly, the stent was not found and the device was not utilized. The analysis of the returned sds without the stent implant confirmed the reported complaint of missing stent. However, the presence of crimp marks on the tightly folded balloon indication that the stent was at least crimped onto the balloon at the time of mfg. This suggests that the complaint is stent dislodgement instead of missing stent as reported. Presence of contrast on the outer member and blood in the guide wire lumen suggest that the sds had at least been partially loaded onto the guide wire. This is not consistent with the reported info of the device not being used and no pt involvement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, force sheath removal, incorrect sheath sizing, and improper or inadequate crimping at the time of mfg. A review of the lot history record did not reveal any nonconforming material reports associated with this lot. Additionally, a query of the complaint-handling database indicated that there has been no other complaints reported for the lot. All quality parameters including stent placement and stent movement were within specification on the lots release test samples. Based on the incident info and results of the analysis of the returned sds, without the stent implant and the protective sheath, a conclusive root cause of the stent dislodgement cannot be determined, but there is no indication of a quality issue. Product performance engineering will monitor the incident circumstances. All stent delivery system are 100% visually inspected online for stent damage, stent replacement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.